Manufacturer narrative:
The purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc. The root cause of the ¿placement signal low¿ alarm was not determined due to the inability to reproduce it.

Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 57-year-old male patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos), scai shock stage d, with a history of known coronary artery disease. The impella aortic placement signal was 20¿30 points below the arterial-line mean arterial pressure (map). Intermittent placement-signal low alarms were noted overnight. Following transthoracic echocardiography, the map on the impella console was adjusted to match the arterial-line reading. The automated impella controller (aic) was unable to recognize the purge disc and could not advance past step 4 of the purge-cassette and purge-bag change screen, generating an active alarm. An aic-to-aic transfer was performed, which resolved the issue. The reported events are placement-signal issue, purge disc not detected, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
D9. Date device returned to manufacturer added. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the previously submitted report identified that a relevant code associated with the event was inadvertently removed in error. This correction reinstates the code to ensure the report accurately reflects the event details. The appropriate h6 codes have been fully updated and should be considered representative of the reported event: medical device problem codes: a0709 and a1301.

Manufacturer narrative:
H6 revised medical device problem code since the initial report was submitted.